Manufacturer narrative:
Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer claims that the rl 1240 has misreported the ph value, leading to an unnecessary caesarean section. The customer stated that the baby was born in good condition after the caesarean section.

Manufacturer narrative:
A review of the instrument data files indicate that the instrument generated an "insufficient sample" error message on the initial ph result in question. Based on this information the discordant result was due to an insufficient sample.